Manufacturer narrative:
This report is submitted on november 2, 2022.

Event description:
Per the clinic, the patient developed a skin infection between the device and her glasses. The patient was treated with oral antibiotics and the issue has resolved.